Event description:
It was reported that customer received a minimum fill notification, caller was unsure of insulin amounts in cartridge and tubing. There was no adverse impact to the customer¿s blood glucose level. Customer added more insulin to cartridge and was able to successfully resume insulin delivery.